Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device and a photograph were received for evaluation. A visual inspection with the unaided eye and along with magnification was performed which did not observe a particle in the fluid pathway of the container. The fill port cap was removed with no defect noted in the connector or cap areas. A visual inspection of the photograph revealed a colorless to white polymeric appearing irregularly shaped particle in the fluid pathway of the container. The reported condition was not verified in the actual sample, however, was verified in the photograph only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.